Manufacturer narrative:
(B)(4).

Event description:
It was reported that smoke appeared when a 840 ventilator was plugged into the alternating current power source. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The ventilator was evaluated by the service engineer and the power supply was replaced. The ventilator passed self-testing.